Event description:
The patient's vns generator and lead were explanted on (B)(6) 2013 due to end of service and lead break. The generator and lead were returned to the manufacturer on (B)(6) 2013. Attempts have been made for additional information on the high impedance; however, no other information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.